Event description:
Customer states head hi low section of bed drifts down.

Manufacturer narrative:
Technician found bed needed new head hi low valve. Technician replaced head hi low valve and bed passes function test.